Event description:
The event involved a patient monitor, which did not alarm when oxygen saturation went below normal. The patient was being treated in the intensive care unit for covid pneumonia. The patient had an event where his breathing was not adequate and his oxygen level dropped rapidly over the course of a few minutes. The monitor has a default setting to alarm when the oxygen saturation goes below 87%. In this situation, the monitor did not alarm when the oxygen saturation dropped from a level of 90 to a level of 36 over the course of 8 minutes. The nurse noticed the drop in saturation and acted to treat it. The patient was stabilized and the monitor was inspected. It was found that the oxygen saturation alarm turns off instead of going to the default setting each time a patient was discharged and another admitted. FDA safety report ID# (B)(4).